Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield infinity skull clamp (a2114) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information was received indicating that a 50 year old female patient was positioned prone with radiolucent mayfield clamp attached to the bed in prone position, on two large gel rolls. After the device failed, they had to use an alternative device to reposition patient in the same position. The event happened immediately upon pinning and positioning the patient, as the device gave way and patient's head slipped out of the pins lacerating her scalp in two separate places. Two large 5+ cm linear head lacerations, repaired primarily in the operating theatre. Time estimated of 20 to 30 minutes to repair. There was an unspecified delay in surgery as they had to reposition the patient. 60 to 80 pounds of pressure was used and no stereotaxis were used in the procedure. Patient had soreness and pain at the laceration sites and there was no other associated morbidity and the procedure was completed as planned or expected without issue.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A faciity reported that during a craniotomy procedure using the mayfield infinity xr2 skull clamp (a2114), the patient's head slipped causing an unspecified laceration that had to be stitched. An inspection of the equipment was performed on 20nov2020 and found that the unit was in good condition. It was determined that the issue was due to user error. Additional information has been requested.